Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: pm2110 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that atrial lead noise was observed. The lead was reprogrammed and the atrial sensitivity was decreased. The lead remains in use. No patient complications have been reported as a result of this event.